Manufacturer narrative:
(B)(4) medical product: catalog #: 183460, vanguard tibial bearing, lot # unknown; catalog #: 141225, biomet I-beam tibial tray, lot # unknown; catalog #: unknown, biomet acrom patella peg, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record could not be reviewed due to not being provided a lot number. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06954.

Event description:
It was reported that a patient underwent primary total knee arthroplasty approximately 11 years ago. Subsequently, the patient underwent manipulation about a month after their primary surgery.